Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Failure analysis was unable to confirm unexpected battery out limit due to keypad unresponsive. Pump received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, and stained end cap sticker noted. (B)(4).

Event description:
The spouse reported via phone call that the customer received a button error alarm. The customer's blood glucose was 151 mg/dl. The spouse also reported receiving a battery out limit alarm that they could not clear prior to the button error alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.